Event description:
It was reported that the customer's device would reset continually, when attempting to power on. The device would never completely power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure and replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly.